Event description:
The pt reported that she was priming her infusion set approximately a month ago, and she noticed the insulin was not coming out of the tubing properly. Instead of the insulin dripping from the end of the tubing (where the needle would connect to the headset), she stated the insulin was dripping from the plastic connector of the headset. She stated that she was able to change the tubing, and never connected this particular infusion set to her body. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested for return to be evaluated.